Event description:
An implant card was received for this patient on (B)(6) 2011. The implant card indicated that the patient had a vns generator replacement due to failure of the vns generator. The replacement occurred on (B)(6) 2011. Attempts for additional information and product return are underway.

Event description:
Additional information was received indicating that the generator will not be returned as the hospital does not do returns and discards the generators after 30 days. Follow up with the surgeon revealed that "failure of the generator" meant generator battery depletion.

Manufacturer narrative:
.